Manufacturer narrative:
UDI= (B)(4).

Event description:
It was reported that balloon deflation failed and vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, it was noticed that the balloon was not able to deflate after various attempts. When the physician pulled the balloon, it was further noticed that the left main vessel was dissected. The guide catheter and wire had to be removed in order to remove the balloon. The procedure was completed using another wire and by stenting. There were no further complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has been returned for evaluation. Visual examination of the device noted that the hypotube was kinked at various locations along it's length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the distal extrusion identified that the guidewire exit port was slightly torn. An examination of the proximal weld site identified no damage or stretching. The balloon was received with a build-up of contrast media present inside the balloon. No damage was noted with any of the blades. The device was attached to an encore inflation unit and during initial attempts to inflate the balloon, it was noted that the balloon partially inflated with air. A vacuum was pulled and the air was expelled from the balloon. The device was immersed in 37 degree celsius water in an attempt to dissolve the solidified contrast that was visible in the balloon. However during additional attempts to inflate, the balloon failed to inflate. Using a blade the midshaft extrusion was dissected. When an attempt was made to flush liquid from the inflation port in the hub through the site of the dissected midshaft, no liquid flushed through. As a result the hypotube was dissected at various intervals while the device was under pressure. No liquid leaked out through the dissected hypotube until the hypotube was dissected at 1 cm distal to the strain relief which noted that the blockage in the device was located in the hypotube measuring 24.5cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failed and vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 10/2.75 flextome® cutting balloon® was selected for use. During the procedure, it was noticed that the balloon was not able to deflate after various attempts. When the physician pulled the balloon, it was further noticed that the left main vessel was dissected. The guide catheter and wire had to be removed in order to remove the balloon. The procedure was completed using another wire and by stenting. There were no further complications reported and the patient¿s status was fine.